Event description:
It was reported that the insulin pump had multiple no delivery alarms. The customer's blood glucose was around 300 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was not completed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.